Event description:
It was reported that during a sinus surgery, the doctor found the inner drill was broken. The patient was fine post surgery. No consequences for the patient.

Manufacturer narrative:
No medwatch 3500a form was received from the reporter. The information reasonably suggests that the device in question has malfunctioned as defined by the FDA and indicates that this a product problem. The product was being used for treatment, not diagnosis. A review of this product's complaint history shows that patient injury has previously occurred from the alleged complaint malfunction modality, however, this malfunction is not likely to cause or contribute to death or serious injury based on the FDA's definition of "likely" if it were to recur. The product was returned in original pouch and labeling identified the sample as a bur. The tip was completely broken off at the last spiral wrap furthest from the distal tip. The break was a typical extended spiral break, indicative of spiral-wrap failure after elongation and cross-section area reduction of the wrap. A powered handpiece for functional endoscopic sinus surgery uses a variety of disposable blades and burs. The indications for use of burs and blades in sinus indications include: septoplasty, removal of septal spurs, polypectomy, antrostomy, ethmoidectomy/sphenoethmoidectomy, frontal sinus trephination and irrigation, maxillary sinus polypectomy, circumferential maxillary antrostomy, and choanal atresia. It is the responsibility of the surgical team to select the appropriate instrument for each case.